Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the communicator¿s electricity cable was melted. A boston scientific company representative verified that there was a recent storm. The company representative also noted that the patient's date of birth (dob) was incorrect in the system. The physician sent a cable to the patient and will revert back to patient services if the issue persisted. The communicator remains in service. No adverse patient effects were reported.